Event description:
It was reported that lead impedances were outside normal range. Abdominal x-rays were obtained and the device was reprogrammed several times. There was no injury to the pt reported.